Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements.based on additional monitoring, no new calibrations were entered after re-initialization. However, calibrations entered after the sensor re-link during re-initialization fit the glucose trends appropriately. We recommend that the user continue using the system and calibrate as requested. Per dms review, the user is currently using the system, is back on the 1-weekly calibration phase, and is receiving glucose readings.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care escalated the case to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The user was instructed to re-link the sensor via the app, complete four calibrations within 36 hours, and calibrate once daily during monitoring. The re-link was successfully completed on (B)(6) 2025, and the user reported improved readings. No further issues were reported. B4. Date of this report: 29 dec 2025. G3. Date received by the manufacturer? 29 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.